Event description:
It was reported that the patient¿s pump was tilted 90 degrees in the pocket. The pump sutures came loose from the tissue and one of the stay sutures had torn loose. The patient had a very short torso and sat in their wheel chair most of the day. The pocket was revised and tightened. The pump was moved slightly to avoid the patient¿s skin fold and re-anchored. The patient was doing fine and recovered well. The problem was corrected and resolved. No alleged or known issues with drug delivery or therapeutic effect were reported. No patient symptoms or complications were associated with this event. It was noted that the patient was ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was lioresal.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).